Event description:
Customer initially reported being unable to obtain readings due to an error 3 message on the freestyle libre and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced symptoms described as aggression, tremors, and a loss of consciousness. Customer had contact with paramedics who provided "resugaring" for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader jtgz182-k1407 was returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Attempted to perform control solution testing, however, the test did not fire properly (dnf) and an ER-3 error message was observed. The reader was further investigated and de-cased. The reader's printed circuit board assembly (pcba) was visually inspected, and liquid contamination on strip port was observed. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported being unable to obtain readings due to an error 3 message on the freestyle libre and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced symptoms described as aggression, tremors, and a loss of consciousness. Customer had contact with paramedics who provided "resugaring" for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported being unable to obtain readings due to an error 3 message on the freestyle libre and replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced symptoms described as aggression, tremors, and a loss of consciousness. Customer had contact with paramedics who provided "resugaring" for treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.